Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed and led to inappropriate episode declaration but no therapy delivery. Additionally, no pacing inhibition or asystole was observed. The noise was reproduced via isometric movements and the lead was reprogrammed to prevent oversensing. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that, during a routine follow-up, high out of range pacing impedances were observed on the rv channel. Further noise oversensing episodes were also observed. The system was reprogrammed and remains in service. No adverse patient effects were reported.